Event description:
It was reported that during a procedure one 4.5x12mm resolute onyx coronary drug eluting stent (des) deformed in vivo during positio ning/advancement. It was also reported that the device detached, cracked or fractured during delivery through the vessel. The detached portion does not remain in the patient. A second 3.0x38mm resolute onyx coronary des was then use and it was reported that this device deformed in vivo during positioning/advancement. Balloon deflation difficulties were also reported, and the balloon would not deflate at the lesion site. The lesion being treated was moderately tortuous, severely calcified with 90% stenosis, in the proximal left anterior descending (lad) artery. Both devices were inspected prior to use and negative prep was performed with no issues. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered while advancing the devices. Excessive force was not used during delivery. The procedure was completing using a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: the 4.5x12mm resolute onyx stent and device were removed from the patient. Inflation difficulties were encountered with the 3.0x38mm resolute onyx coronary des. There was no injury to the patient as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later detailed that the 4.5 x 12 mm resolute onyx coronary drug eluting stent (des) was fractured on the hub. Difficulties with balloon deflation were encountered following the initial inflation of the second 3.0 x 38 mm resolute onyx coronary des. Inflation difficulties were also encountered. It was not difficult to remove the protective sheath and packaging stylette. The device was not moved or repositioned while inflated. Removal difficulties were encountered when removing the balloon from the patient, but the device was removed from the patient with no intervention required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.